Event description:
It was reported that this right atrial (ra) lead was explanted because it was failing. Another ra lead was successfully placed. No additional adverse patient effects were reported. Currently, this product has not been returned for analysis.